Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/16/2016, that on (B)(6) 2016, the receiver experienced intermittent audio output and an adverse event occurred. The patient stated that she was in a car accident due to not hearing her low alert on receiver. It was stated that the she ran off the road and backed into a tree. Upon emergency medical teams (emt) arriving on the scene, her blood was drawn and it was then discovered her blood glucose was at 28 mg/dl. The emt's then administered something via IV to raise her glucose level. The patient was non-communicative at the time and does not recall the emt names or what specifically was administered via IV at the scene of the accident. The patient did not have any injuries to report. At the time of contact, the patient was ok. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.